Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette. This occurred during initial drain of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) confirmed that the hp ensured that fluid went to the top of patient line (primed) when connecting. The hp advised that it was only after they connected and began therapy that bubbles appeared in patient line. Renal therapy services (rts) assisted the patient in ending therapy and reviewed proper procedures per the user manual. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.